Event description:
The pt received his scs system on (B)(6) 2007. It was reported the pt had not charged his ipg in about a year. The pt's programmer indicated stimulation was off. The pt was unable to charge the ipg with his charger. A new charger did not resolve the issue. The pt was working closely with his physician for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.